Event description:
Customer reported experiencing a past low blood glucose event, with the lowest level reaching 41 mg/dl. Cause was not known. To address the situation, the customer consumed carbohydrates, they used the control-iq feature of their pump. Technical support advised the customer to consult a healthcare professional to explore possible factors affecting their blood glucose levels.